Manufacturer narrative:
The main component of the system and other applicable components are product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (0.048 mg/ml dose and 1 mg/ml concentration) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a catheter was not working. During scheduled pump replacement, the hcp tried to aspirate through the side port and was not able to obtain any fluid. For interventions/actions for resolving the issue, catheter was completely replaced. There was no factor that may have led or contributed to the issue. The return status of the catheter was no return- customer discarded. At the time of this report, the issue was resolved and the patient status was alive- no injury. No patient symptoms were reported. No further complications were reported.